Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated their front teeth had become almost worn down on the corners/chipping and increased sensitivity to heat and cold as well as they were not moving whatsoever, they have had clicking and pain in their jaw, bite misalignment, and tooth discoloration